Event description:
The strings came out with no tampon [device breakage] pulled on the string and the strings came out; led to an emergency room visit with a procedural removal of the tampon; retained tampon; foreign body in vagina [foreign body in reproductive tract] pelvic pain; abnormal sensation in vagina [pelvic pain] nonspecific discomfort [discomfort]. Case narrative: on 24-feb-2024, a spontaneous report was received from a consumer regarding a 24-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 03-apr-2024, additional information was received in the form of medical records. Medical history and concomitant products were not reported. On an unreported date (reported as used for 6 years, relative to (B)(6) 2024), the patient started use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, the patient tried to remove the tampon and the strings came out with no tampon. Subsequently, this led to an emergency room visit with procedural removal of the tampon. Consumer was very disappointed with the performance of these tampons. As of 24-feb-2024, the status of product use was not reported. No additional information was provided. On (B)(6) 2024, it was learned the patient had light periods and was at the end of her menstrual cycle. On (B)(6) 2024, the patient inserted a tampon around 11 am. When she attempted to remove the tampon, the strings pulled out without the tampon. She felt some nonspecific discomfort which made her believe that the tampon was still inside her. Her mother examined her, but was unable to locate it. It was noted that she had an iud in place. On the same day, the patient presented to the emergency room (ER) in a stable and non-toxic condition with the suspicion of a retained vaginal foreign body. She was noted to be obese and showed no signs of fever, abdominal pain, nausea, vomiting, and dysuria, but she reported experiencing pelvic pain, specifically described as abnormal sensation in her vagina. With the patient¿s consent and a female chaperone, a speculum examination was conducted which revealed direct visualization of the presence of the retained tampon. The nearly dry intact tampon was successfully removed with magill forceps without difficulty, and subsequently, her abnormal sensation resolved. Following the tampon removal, her vagina was re-inspected. Although the iud strings were not definitively identified, it was suspected that they had folded over within the cervical os. No lesions, discharge, lacerations, or other foreign bodies were observed. Since the tampon had been in place for approximately 3 hours, there was a low suspicion for urinary tract infection (uti). Additionally, there was no evidence of toxic shock syndrome (tss) or sexually transmitted infection (sti). All of her symptoms resolved. The patient was advised on supportive care and recommended to follow rter (return to ER) precautions. Subsequently, she was discharged home in a stable and resolved condition. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The strings came out with no tampon [device breakage] pulled on the string and the strings came out; led to an emergency room visit with a procedural removal of the tampon [foreign body in reproductive tract] case narrative: on 24-feb-2024, a spontaneous report was received from a consumer regarding a 24-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date (reported as used for 6 years, relative to 24-feb-2024), the patient started use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, the patient tried to remove the tampon and the strings came out with no tampon. Subsequently, this led to an emergency room visit with procedural removal of the tampon. Consumer was very disappointed with the performance of these tampons. As of 24-feb-2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.